Event description:
The customer reported that she received a no delivery alarm during a bolus delivery attempt with her insulin pump. Her blood glucose was 266 mg/dl and she treated with injections. Troubleshooting was performed. After disconnecting and reconnecting the reservoir and infusion set at the tubing connector, insulin would not push through the tubing. It was explained that the no delivery alarm was caused by an issue with the infusion set and/or reservoir. It was found also that the insulin looked cloudy. The customer was advised to use new insulin, a new set and reservoir. After changing out the insulin, the customer was able to prime tubing and complete a fixed prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).